Event description:
It was reported that the pt had developed a scab four months ago over the right-sided cranial implant site; the pt suffered reported falls and trauma injury to the head (hitting his head), over a three month period. There was a progression of the scalp wound erosion resulting in infection with symptoms of intermittent fevers and drainage. The pt was diagnosed with staphylococcus aureus (mssa), and septic arthritis after completion of wound cultures and unspecified laboratory testing. He was admitted to the hospital for eval and treatment with oral antibiotics. Inspection showed the scab was loose from the scalp with underlying "whitish" tissue; there was slight drainage from the wound and no exposed wire was visible. The other dbs surgical sites had been deemed intact. The system was explanted; after removal of the lead and extension products, the pulse generator was explanted four days later. The event was attributed to the pt condition and included risk factors of another primary infection, orthopedic limitations from parkinson's disease and from pt induced "picking at the implant site". The pt was expected to recover. Refer to MFR report# 6000153200802465, 6000153200802464 and 6000153200802463.

Manufacturer narrative:
Final device analysis of the deep brain stimulator revealed no anomaly - the device was functionally ok. Lead# 1 model 3387. The lead was cut through and segmented. The conductors were severely stretched at the proximal end of the lead and the 0 contact was broke (suspected overstress damage). Lead #2 model 3387. The lead was cut through and segmented when received. Extension model 7482. The extension was ok but cut through (suspected explant damage). Final device analysis revealed no significant anomalies. Stimloc. One stimloc base, clip and cap were returned with no anomalies. One other base was returned that was broken apart.